Event description:
Customer reported an ongoing issue with her adc blood glucose meter that prevented her from testing due to her meter turning on with button press but not with test strip insertion. Customer further reported that on (B)(6) 2013, she experienced "symptoms of high blood sugar" and stated "she could feel her blood sugar level rising" and she "felt shakiness, thirsty, frequent urination and very hot". Customer called the paramedics, and was reportedly given "IV glucose" and transported to a local hospital. Customer additionally reported that upon arrival at the hospital, a blood glucose reading of 400 mg/dl was obtained and she was reportedly diagnosed with "hypoglycemia". Customer reported she was given "IV insulin" and a "sugar drip for dehydration" at the hospital. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: a diagnosis of hypoglycemia in light of a hospital reading of 400 mg/dl would be inconsistent, as would treatment of IV glucose. Attempts to clarify this information were unsuccessful. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button press and test strip insertion. Did not observe power issue with strip port. The complaint is not confirmed.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1365112) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.